Manufacturer narrative:
Device unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. However device passed the displacement test. Device returned with broken battery tube threads.

Event description:
Customer's mother reported via phone call that the insulin pump had a crack. Customer had low blood glucose and was found unconscious. Honey was poured down customer's throat. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.